Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were sticking and non responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin was squirting out. Customer stated that the insulin pump was not working when low insulin. Customer stated that they had to prime multiple times. Customer stated that there were cracks on casing and screen. The insulin pump will not be returned for analysis.